Event description:
Bd conquest pta balloon dilation catheters are being shipped bent, and they have arrived in unusable condition. Bent vascular balloons have been returned but reshipped also in poor and bent condition, jeopardizing the integrity of the catheters. It is not a local logistics issue; it is a bd issue. Numerous reports in regards to multiple issues with catheters arriving bent from medline. They are being shipped bent within the box.

Event description:
Bd conquest pta balloon dilation catheters are being shipped bent, and they have arrived in unusable condition. Bent vascular balloons have been returned but reshipped also in poor and bent condition, jeopardizing the integrity of the catheters. It is not a local logistics issue; it is a bd issue. Numerous reports in regards to multiple issues with catheters arriving bent from medline. They are being shipped bent within the box.